Event description:
It is reported that the surgeon had a problem inserting the vivacit-e articular surface. After several attempts at inserting the articular surface the surgeon decided to us a standard articular surface instead to complete the surgery.

Manufacturer narrative:
This report will be amended when our investigation is completed.